Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that two devices were attempted and both devices had experienced link breaks. Hemostasis and closure were achieved via a femostop device. The pt was then transferred to the floor. After a half-hour, it was reported that the pt's right leg distal pulses were absent and the foot was cold. A surgical consult was obtained and the pt was taken to surgery for a right femoral artery patch. The surgeon reported that the right femoral artery was partially occluded due to a piece of plaque that was lifted up above the puncture site. It was reported that the pt was discharged home in 12/20020. There is no report of further adverse pt sequelae.